Event description:
The customer reported that the device was plugged in the electricity and the ac charge turned on and off randomly. There were no adverse reactions reported during the use of the device. The device was returned for further evaluation. The device was received for evaluation and service confirmed the reported problem of while plugged in the ac charge turns on and off randomly. The evaluation found that the reported error is due to a malfunctioning power supply pcb and replaced the board. The event log was downloaded and reviewed and service found error 99 (activation of the watch dog). The cpu pcb was replaced to resolve the error 99. During control testing service encountered downstream occlusion error. Calibration of the pressure sensor did not resolve the error. Service then replaced the downstream sensor which resolved the downstream occlusion error. After repair, the device was found to meet specification.